Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use while inserting a urinary foley catheter into the patient, the pre-filled sterile water syringe used for inflation burst and was leaking water out of the sides. Then removed syringe from catheter, drew up 10ml sterile water to use to inflate catheter.